Manufacturer narrative:
Data analysis of customer's results was not performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two tests in order for comparison to be valid. No product is expected to be returned. Further investigation could not be performed since strip lot information was not provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.9. Date: (B)(6) 2010, inr: 1.7. Patient also reported that new strip lot gave normal results of 2.7 inr.